Event description:
The patient received a high result on the suspect device when checking the blood glucose. Then took an extra glipside tablet. One hour later became argumentive and difficult to control. Spouse took the patient to the hospital and the glucose was 46 mg/dl on a hospital meter. Was given orange juice and a glucose IV. Controls were not used on the system. The suspect device was replaced with new product, then authorized for return to the manufacturer for evaluation.